Event description:
A peritoneal dialysis (pd) patient reported that there was an overfill event during cycle one of the pd treatment. The patient had a drain that was 202% of the fill volume during cycle one. Technical service issued the patient a new cycler and suggested that the patient carry out manual treatment as needed until the new cycler arrived. In a follow up, the patient's pd nurse verified that the patient did not have any harm, adverse event or required intervention due to the overfill event. The patient has received the new cycler and is carrying out treatments without any further issues. The complaint cycler is available to be returned for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. An exterior visual inspection of the returned cycler showed a discolored heater tray. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell time) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The teach pump test passed. An internal visual inspection of the returned cycler encountered no other discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was an overfill event during cycle one of the pd treatment. The patient had a drain that was 202% of the fill volume during cycle one. Technical service issued the patient a new cycler and suggested that the patient carry out manual treatment as needed until the new cycler arrived. In a follow up, the patient's pd nurse verified that the patient did not have any harm, adverse event or required intervention due to the overfill event. The patient has received the new cycler and is carrying out treatments without any further issues. The complaint cycler is available to be returned for investigation.